Event description:
It was reported to philips that the geometry kept restarting. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued by shifting the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry stops working intermittently. Analysis of system log file showed the error related to table longitudinal amc drive. Upon troubleshooting, fse found an intermittent amc/smartdrive issue for the longitudinal movement. Fse replaced the amc/smartdrive and calibrated it for the longitudinal movements. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.